Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received in with a protruded/loose drive support disk and scratched display window. Unable to prime the device during the prime test due to the protruded/loose drive support disk.